Event description:
It was reported that the unit had a liquid spill on top of cs300 unit. There were no injury/harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.